Event description:
The pt's peritoneal dialysis (pd) clinic reported the pt was using her cycler in a rehabilitation facility (rehab). According to the pt's pd rn, she was in rehab due to a fall at home on (B)(6) 2014, when she reportedly got up too quickly from a chair and went over to grab her walker. She hit her head and experienced a cva (cerebrovascular accident). She was on a blood thinner which likely contributed to the cranial bleed she developed. She had severe peripheral vascular disease which limited the circulation to her feet, causing sores and neuropathy with pain and partial numbness. She had reportedly refused to slow down and had already fallen a few times prior to this event. She'd also had a ingrown toenail trimmed, which aggravated the situation as her toe was slow to heal and sore, making it harder to walk. She was hospitalized the day she fell, and the next day was transferred to a larger branch of the same hospital. She was then moved to a rehab/nursing facility on an unk date, where she was switched to hemodialysis since the facility was not equipped to perform peritoneal dialysis. She then developed bed sores which became infected with (B)(6). On an unk date, she was reportedly "acting funny" and went to the hospital, where she coded and was brought back. However, all measures to sustain her life, include hemodialysis, were then suspended, and she reportedly expired a few days later on the morning of (B)(6) 2014, according to her husband. Cause of death was not provided. The pt was in her mid-(B)(6)'s.

Manufacturer narrative:
Based on the info provided, this event is unlikely to be related to the use of the device. This MDR is being filed to document the event. The post market clinical dept is in the process of requesting relevant pt medical records. The device has not yet been received for physical evaluation and a plant investigation is in process. A supplemental report will be submitted upon completion of the review of any medical records received and the plant investigation.